Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has no bp reading. The customer stated that the device was not connecting to the main patient monitor. They were unable to receive any patient wave forms. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#) a getinge field service engineer (fse) evaluated the unit and found transducer wave was not going through and pins were broken on front end board were external transducer is plugged in. The fse replaced the front end board (0670-00-1164) and verified the transducer wave forms were able to go through. Unit was calibrated and passed all functional and safety tests per factory specifications. Unit returned to customer.

Event description:
N/a.